Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 17 year old female patient with abdominal pain. Another qualitative test was not done, only the lab quantitative test was done (which resulted in "0") there was no additional patient information at the time of this report. Method, date, collected, tested, results, sample. I-stat, (B)(6) 2022, ni, immediately, 56.5 iu/l, venous whole blood. I-stat positive cut-off values: b-hcg = 5.0 iu/l, negative. 5.0 < ss-hcg < 25.0 iu/l, indeterminate. B-hcg = 25.0 iu/l, positive . There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 08-feb-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Although retained cartridge testing met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure), total ss-hcg cartridge lot p22286 is associated with a previously identified deficiency, which is unrelated to the customer's observation of a high unexpected result. The issue will be further addressed in quality record (qr) 866893.